Event description:
It was reported that a plastic surgeon was performing an open reduction internal fixation zygomaticomaxillary complex (orif zmc) fracture. While fixing a fracture in his frontal zygomatic suture, a 6mm screw head quadrant broke off during insertion. The screw was then stuck in a prominent position and needed to be burred down. The breakage issue was only with one screw. There is no issue with the plate as it remains in the patient. This event is not related to the revision surgery. The screw fragments were retrieved by the surgeon. There was five minute delay in the surgery. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.